Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with the pump was experiencing intermittent power interruptions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the pump was powered on with a test battery cap to a blank display. Within three minutes the pump alarmed with an audible tone and vibration alert per normal operation. The test battery cap was able to fully tighten. A power loss was not duplicated. The battery compartment was cracked below the grip pad. Pump reboot events were observed in the black box on 10/11/2014. There was no evidence of moisture inside the pump. The display screen was found to be cracked in multiple places. The pump could not be fully investigated as a result of the damaged display screen. Additionally, the audio bolus button cover had a tear in the center. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.